Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, noise and episodes of aborted charges were observed via egm. Lead noise was suspected. The lead and the device were explanted and replaced. The patient's condition is good.